Event description:
Patient underwent a pipeline procedure on (B)(6) 2017 to correct two aneurysms. During pipeline procedure, the stryker excelsior sl-10 microcatheter fractured and a portion of the sl-10 tip fragment was recovered with the use of balloon in sheath. It was reported after the procedure that patient cannot move left arm. Nih was 0 prior to procedure. Please note that not all sl-10 fragments were successfully retrieved from patient. Unsure at this time if paralysis is permanent.